Event description:
It was reported that a patient complained of headache and ¿fogginess¿ feeling/a mental fog a couple weeks after implant. The patient initially had great relief prior to the symptoms. The managing healthcare professional (hcp) suspected a cerebrospinal fluid (csf) leak and performed three blood patches in an effort to stop the suspected leak. The hcp later thought the headaches might be related to the morphine, so the medication was removed from the pump and replaced with saline in (B)(6) 2014. The patient was seen on the date of this report and was still reporting a mental fog and ongoing headaches. The hcp was going to put bupivacaine in the pump and was likely to do another blood patch. The patient has been referred to a neurologist to be worked up for the symptoms. There have been no reports of catheter issues, per the manufacturer¿ representative. It was unknown whether the patient was receiving effective therapy. The pump was used to infuse morphine, saline, and bupivacaine. No outcome was reported for this event. Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).